Manufacturer narrative:
The original complaint, (B)(4), for this product return was closed on 06/30/2014. This new complaint (B)(4) was opened after consultation with the emergo group on the re-assessment of th emdr submission for this returned product.

Event description:
Customer complained that the print was rubbing from the polybag. A complex polybag was developed, a basic polybag with printing after which a clear film is added to the bag will eliminate he issue. The customer finally agreed to accept the complex polybag for use with this product. The complex polybag was released on cr (B)(4) and became effective on 11/08/2013.